Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call that wife experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl and other was 200 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not felt okay for troubleshooting. The device will not be returned for analysis.